Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. The lens was explanted and exchanged with atiol lens. Clinical reason was mentioned as inaccurate iol calculation. Additional information has been requested and yet no new information received.

Manufacturer narrative:
The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The event is most likely related to a calculation error. Information was provided that the clinical reason for the exchange was due to an inaccurate iol calculation with s/p lasik. The product has not been received to evaluate. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Additional information was provided that the company lens(3.00cyk), 20.0 diopter lens was replaced with an unspecified, atiol model. Based on the information provided, the event does not appear to be related to the product. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).